Event description:
It was reported that on (B)(6) 2010, the iab-04840-u (s/n (B)(4)) was inserted into patient (pt.) Through a sheath via femoral artery. Per charge nurse, on (B)(6) 2010, the intra-aortic balloon pump (iabp) was showing balloon volume of 35cc, but with no documentation of volume being decreased. Previous pump strips were reviewed; strip documents 40cc balloon volume & all subsequent strips show 35cc volume. Rn attempted to dial volume back up to 40cc however, pump did not allow. Rn stated that he pushed balloon volume; message displayed 35cc-100% augmentations. Rn already removed the blue helium driveline connector & reconnected, but pump still displayed 35cc volume. Rn repeated process & rotated the blue connector; pump still displays 35cc balloon volume. Rn had another connector available & attached this connector to pump & it also registered 35cc. Pump was powered off, rn discontinued the driveline connector, pump was powered up & rn reconnected the original connector. Pump now registered 40cc balloon volume. Pump will be sent to biomed when it is disconnected from pt. There was no reported patient death or injury. Medical/surgical intervention was not required. There was no reported interruption in therapy. Reference MDR #1219856-2010-00579 for the intra-aortic balloon report.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.